Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that during prime, the shunt sensor leaked. The product was not changed out. The product was not used during the case. The surgery was completed successfully. No pt involvement as this occurred during prime.